Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of an abdominal aortic aneurysm. The aneurysm was large in diameter. The patient presented with abdominal pain and a large abdominal aortic aneurysm. The physician wanted to repair the patient the same day. The left femoral was chosen for the bifurcated stent graft access as it was marginally larger caliber than the right femoral artery. The implant went according to plan landing the bifurcated stent graft below the renal arteries in a 3cm length neck that was with minimal calcification, thrombus and angled anteriorly 25 degrees. Completion angiogram showed a rapid and dense contrast filling of the sac originating at the end of the neck leading all of us to suspect a type I endoleak. Subsequent balloon inflation diminished the leak considerably, but not entirely. The decision was made to extend proximally with an endurant 28mm cuff as there was approximately 5mm between the top of the stent graft and the renal artery. However, the aortic cuff did not deploy as anticipated. The appearance was that the proximal suprarenal struts were constrained to the right. It was soon realized that the delivery system was solidly locked in position as well. After careful consideration and review of several different angiogram views, the conclusion was that the aortic cuff had inadvertently been advanced into and through an apex of the bifurcated stent graft suprarenal stent. The physician was certain that the wire had not been pulled back, but sometimes these things can happen unnoticed. Several maneuvers were attempted, unsuccessfully, to free the device. The next step was to advance the graft cover / sheath up to cover the spindle. Carefully the blue handle was advanced toward the gray proximal handle to advance the graft cover. This went smoothly until the two were together. At this point the graft cover fell 1 cm short of covering the spindle. The decision was made to disassemble the handle to allow independent movement of the cover relative to the hypo-tube in order to recapture the spindle. The handle was disassembled with minor difficulty and it was found that the graft cover could still not be easily advanced. Additional turning, pushing and pulling of the graft cover freed it up so that it was successfully advanced over the spindle which allowed easy removal of the stent graft system. At this point, the assisting surgeon stated that the access artery had been damaged. The balloon was placed into the graft to stem blood loss and an open repair was performed to the involved arteries. Finally with the stent graft having a nearly normal appearance a completion angiogram revealed an endoleak. Another angiogram was performed with the catheter inside the graft so as not to allow contrast to fill above the graft and an endoleak was shown. The physician believes that the endoleak was either a type 1 or a type iii. The decision was made to stop here and follow-up at 30 days with a CT to evaluate the status of the implant. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4) inherent risk of procedure (endoleak, perforation).